Event description:
It was reported that during follow-up, the pulse generator exhibited premature battery depletion. The device remained implanted.

Event description:
Additional information reported stated that the device was explanted.